Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous mid left anterior descending artery that is 75% stenosed. A 3.5x12mm xience skypoint was deployed and a 3.5x8mm nc trek was attempted to post-dilate; however, a pinhole rupture was noted during the first inflation at 10 atmospheres. A non-abbott balloon was used to successfully complete the procedure. No additional information was provided.